Event description:
Customer reports to have issues with mio infusion sets as it fell apart upon insertion. Customer reports to be a brittle diabetic and insulin dropped on her way to the bus stop. Emergency medical service was called and customer's blood glucose was 29 mg/dl. Customer was treated with dextrose and blood glucose elevated to 300. When customer got to the hospital, blood glucose was 150 mg/dl. Infusion sets would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.